Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. D4: batch # unk. Additional information was requested and the following was obtained: "was the procedure completed successfully? What is the surgeons experience with this device? Did device tear? Did device crack? What action was being performed when the device broke? Did any piece break off or come loose from the device? If yes: did the part fall into the patient? If yes: was the part retrieved or does surgeon believe a piece remains in patient? I have no additional information. Client gave me all information they could about the situation." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colorectal bowel procedure, the dextrus cap broke during procedure. Procedure was switched to open procedure because facility had no product available. Unknown if the procedure was completed successfully.